Event description:
Customer reported that the insulin pump returned a no delivery alarm. Customer also reported having recent high blood glucose levels. Blood glucose level at the beginning of the call was 207 mg/dl, but customer reported that blood glucose level was 44 mg/dl later in the call. Customer reported treating the low with juice. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.